Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via the submitted log files. The submitted controller event log file captured intermittent atypical power cable disconnect and low voltage advisory alarms while connected to 14v li-ion battery power. The alarms were due to the relative state of charge (rsoc) voltage on the white and black power cable fluctuating below the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. The atypical alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the controller was planned to be exchanged. Multiple attempts were made to obtain additional information regarding if the controller was exchanged, if the low voltage advisory alarms resolved, if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system controller exchange was recommended to be performed to address the frequent low voltage advisories occurring on the system controller's white power lead after presenting to the clinic for a routine visit. The patient denied sleeping on battery power. The system controller was planned to be exchanged.